Event description:
Two pt samples with discrepant results, when compared to another analyzer - same methodology. Pt 1: (male), initial total bilirubin result gave 0.35 mg/dl. Physician questioned the result and the same sample was repeated resulting at 15.2 mg/dl. Pt not adversely affected. Pt 2: (male), initial potassium result gave 6.11 mmol/l; same sample repeated gave 4.13 mmol/l. Erroneous result not reported. The field service rep was unable to determine a cause for the discrepancies.